Manufacturer narrative:
(B)(4).

Event description:
Procedure: endoscopic lung biopsy and wedge resection. According to the reporter: the patient had surgery, and there was no report that any problems regarding the covidien device were observed during this surgery. The surgeon just observed that the stapling has been performed on thick tissue. In the recovery room, the patient coded. They took the patient back to the operating room. When they went back in, the surgeon noted that is seemed to cut but not staple. Tissue bleeding (less than 500cc) was observed; the surgeon oversewed to control the bleeding and blood transfusion was not required. Surgeon believe that staples on distal end of cartridge were not formed correctly and it was bleeding. When the surgeon examined the operative site during the reoperation, some malformed staples were observed, in addition to formed staples. Per the surgeon, the patient is doing fine now. No reinforcement material was used.